Event description:
Patient mentioned they have hot flashes and has been sick the last 3 days. Patient also said they have been going to the chiropractor and they've been applying head to their back and there's swelling around the ins site now, even though patient told them not to manipulate the device. Patient also repeated it was hot around the ins site and they feel stim in their back, however it doesn't hurt to put their "belt" on. Patient said they were burning up, breaking out in sweats, and vomiting. Patient also repeated they can't touch the elevator buttons and they touched their stereo and blew out the stereo. Agent tried to ask event date and patient just said since they got home from getting the device. Patient said they wanted to call and let us know what they were experiencing and wanted someone to come out and meet with them. Agent reviewed role of rep and redirected to doctor's office. Patient said they have an appointment on (B)(6) at hcp office. Patient called back and repeated previously documented information. Patient mentioned they were in the hospital and implant does it's own thing without them turning it on. Patient mentioned they weren't told they can't go outside and they ended up getting terrible hot flashes. Patient mentioned they want a medtronic rep to come out and they have an appointment with their hcp on (B)(6) and have surgery on their left hand on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from from the pt. Pt reports heir handset was dropped and shattered on friday. Patient stated that they had no control over the electrical pulses that were going through their body. Patient mentioned the stimulation was up too high, going from their waist down to their toes in both legs. Patient mentioned they can feel the electricity in their hands. Patient mentioned they can't touch anything electrical like a garage door or an elevator and that was shocking them. Patient also said that when they touched the tv, they froze the tv. Patient noted that they would have to stand in front of a fan and they were dropping sweat. Patient said that they were supposed to be scheduled with a doctor to put another type of implant battery in them that was less complicated for them. Agent reviewed with the patient the replacement process through sunmed. Agent transferred patient to sunmed to start the replacement process. The pt was redirected to their healthcare provider to follow up with them in regards to changing the implant battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Caller stated that they met with the patient today, and they are still experiencing hot flashes and that they can turn things on or shock things at home with their ins. Caller stated that they don't believe patient is capable of maintaining ins as when they've met with the patient the ins has been dead and/or off. Caller recommended either explant or replacement to the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reports that the stimulator only worked for 1 week, after which they began experiencing adverse effects and significant discomfort. Pt mentioned a week after they got implanted, they started having problems, getting shocking sensation and terrible muscle spasms. Pt stated the implant was causing them high blood pressure and they were in so much pain. Pt also mentioned they couldn't even touch the elevator buttons and caused the alarm to go on. Pt insisted to get their implant removed; however, the doctor who did their procedure refused to remove their implant. Pt requested to speak to a supervisor. Agent sent an email for supervisor callback.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) restating the problems with their stimulator including the burning on the inside and outside. Pt added that they get shocked when they touch metal. Caller said they needed someone to meet them at their doctors office today since it was getting serious. Pts doctor said to get a manufacturer representative (rep) to call them to do adjustments, the doctor's office would not call the rep for the pt had to set up the appointment. Pt was redirected to hcp.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient is still complaining of the burning sensation. Rep was unable to interrogate the battery because it has been dead for some time. The patient is unable to charge the device despite multiple attempts at education. During the visit rep did re-educate the patient on charging and using the device. Rep shared this with the managing physician, and he suggested a non rechargeable would be better for the patient due to their mental capacity. Patient called back and stated they had been trying for two or three weeks to resolve the issues with their handset and stimulation. Patient was experiencing hot flashes and charley horses. Patient also mentioned something about a recent surgery they had, which was making it difficult for them to use their arms/hands. Patient reported they have been in pain and their hcp was supposed to remove and replace the implantable neurostimulator (ins). Agent reviewed their healthcare provider (hcp) should reach out to the national answering service (nas) number to coordinate an appointment for them. Agent offered to email reps in the area with notice of the patient's situation. Pt stated had not contacted their managing hcp yet. Pt stated they have high blood pressure. Pt stated they had plans of getting their implant replaced to a more simple device. Agent redirected the pt to their managing hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they've been trying to get in touch with someone for the last '1 to 3' weeks because they have no control over their device due to the issue of the handset. Pt mentioned they notified their healthcare provider (hcp), but they were in holiday, and the emergency room didn't know what to do because they are not familiar with the device. Pt mentioned that they had an appointment with their hcp to replace the ins. Pt was asking on what to do, no one reached out to them, they don't want to talk to the patient's caregiver, and they don't have an appointment until the middle of january. Pt stated the appointment is too long for them to go because they've been without their device for 2 weeks. Pt also mentioned they contacted a rep and invited to their home. Pt stated that they are in pain, they can't go anywhere and don't know 'when its gonna kick in'. Pt mentioned their 'body is actually doing it on its own', if they get too hot, it works to stimulate on its own. Agent reviewed information. Agent transferred pt to sunmed to get the handset replaced so they can have a control to their implantable neurostimulator (ins).

Event description:
Additional information was received from a manufacturer representative (rep) stating the cause of this is unknown. No actions were taken. The patient was re-educated on charging and operating the device. The issue is not resolved. Rep spoke with the physician about possibly switching to a non-rechargeable option.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins). They reported that they have a burning sensation at their implant site. Pt stated they need someone to come to the hospital because they are suffering, and nobody knows how to operate the device in their back. Pt stated they don't know if it was the device itself or if it was triggering something and commented 'it's all over the place'. Pt indicated they're having tests run and made a comment about medication however agent was not able to clarify details. Agent provided the national answering service (nas) number and redirected to healthcare provider (hcp) to further address. Pt reported sharp pain and they do not know how to 'operate the device'. Pt stated they have been in the hospital, they have problems with the equipment, and are in so much pain. Pt stated they have to schedule a meeting with a manufacturer representative (rep). Agent reviewed role of rep. Pt stated they feel like a guinea pig. Pt stated the elevator acts up and they can't press the button on the elevator. Pt stated they are on oxygen and blood pressure is high. Pt added that they could not go into MRI mode because they were told the ins has to be '6 weeks in'. Pt stated they will give nas number to someone at the hospital again. Rep met with the patient and the patient states they checked themselves into the hospital due to muscle cramping and a burning sensation at the battery site. The patient had multiple tests run and was seen by a variety of doctors. Nurse reports all testing came back negative and will be released sometime today. Chief complaints were: burning sensation at the battery site, extreme pain ¿all over¿ and cramping in their lower extremities. System was interrogated. Lead connections and impedances were good. Handset was at 0%, communicator at 100% and implanted generator at 90%. The diary tab revealed they had not used the system for the last three days and the therapy was off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.